Event description:
Small anterior pericardial effusion without echocardiographic signs of tamponade physiology. Patient was discharged home in stable condition. Patient followed up with referring cardiologist two days post discharge (B)(6) 2011 at which time the pericardial effusion was documented as, "tiny posterior pericardial fluid collection with diastolic diameter of only 1mm" patient will return for a follow up echocardiogram in one months time. Patient was without signs or symptoms of distress/hemodynamic compromise. This event will be reviewed by the erosion board. Following their review, we will notify you if a definite erosion occurred.